Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion. The patient had pain when inflating the implant. It was noted that the left cylinder migrated from the corpora into the scrotum. The physician removed the left cylinder, capped the tubing and left the right cylinder in as it was fully working. There were no additional patient complications.